Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed off-label to treat tricuspid regurgitation (tr) grade 5. The xtw (lot: 40124a2074) was implanted successfully. Second clip xtw (lot: 40214a2044) came in contact with the first clip, causing the first clip to detach from the anterior leaflet. The second clip was then placed to stabilize. A third xt ( lot: 40220r2080) was then attempted to be implanted to further reduce mr, however it did not reduced tr a satisfactory amount and was removed. The procedure ended with tr reduced to grade 1. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation/slda is a cascading event of the device being damaged by another device. The reported poor imaging is due to challenging patient anatomy (hernia). The reported off-label use was associated with the device was used on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.